Event description:
It was reported that the patient was experiencing difficulty charging and his last successful recharge was approximately three months ago. The patient is without stimulation. The sjm representative was unable to establish communication between the patient's ipg and external devices. As a result, the sjm representative tried additional external device and found that neither would communicate with the ipg. The patient is to consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.